Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: (B)(6) - 02-012-47-4013 - logic cr tib insert std, sz 4, 13m. (B)(6) - 200-03-38 - one peg patella 38mm. (B)(6) - 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. The reason for the revision reported was likely due to the femoral loosening, tibial loosening and prosthesis wear. Failure of the cement used to secure the implants to the respective bone, may have led to loosening at the cement-bone interface; however, this cannot be confirmed. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately eight years post initial right tka, the 61 y/o male patient was revised due to loose femoral component. Patient right knee was revised due to loose femoral component of his primary total knee. Once the doctor assessed the patient's implants in surgery, the patient also had a loose tibial component. Patient's femoral and tibial components were explanted and exactech knee revision implants were re-implanted. Patients patella implant was left alone. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The devices are not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.